Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va263gc, implanted: (B)(6) 2020, product type: lead. Product ID: 3550-68, lot#: n738093, product type: screening device. Product ID: 3550-05, serial#: unknown, implanted: (B)(6) 2020, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a lead implanted along with an extension so the patient could have test stimulation in epilepsy monitoring unit. There was bipolar configurations with zero contact during microstimulation in the monitoring until were 17k-20k. Impedances were normal in the or. The surgeon cleaned the extension to improve the connection. The impedances remained high. The issue was not resolved. No further complications were reported/anticipated. The cause of the high impedance was due to blood. The extensions were only temporary and the patient was implanted with new extensions/ins. Impedances were normal on the new system.